Manufacturer narrative:
Investigation is ongoing.

Event description:
As per preliminary engineering observations, the balloon was torn. As reported through our french affiliate, during valve alignment of a 23 mm sapien xt valve in the aortic position, a ¿noise¿ was heard and a decision was made to remove the whole system (sheath, delivery system and valve) from the patient. Another valve was implanted with success.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
As per pre-evaluation results the balloon was torn. The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: balloon shaft kinked (due to packaging), crimp balloon tear, balloon legs flared out, bunching on distal end of inflation balloon, and flex tip gouges. Dimensional testing was performed on measurements for the crimp balloon double wall thickness and were found to be within specification. Functional testing was unable to be performed due to the condition of the returned device (balloon torn). Images of the reported event were provided and reviewed. The following observations were made: approximately 90 degree turn / bend was observed in the ascending aorta; there was a gap between the distal part of the valve and the distal valve alignment marker; after crossing the annulus the valve was not between the alignment markers. During manufacturing, the delivery system is both visually inspected and tested several times throughout the process for wall thickness and visual defects. Balloons are sampled for burst testing and additional visual inspection. The following crimp balloon features are 100% dimensionally inspected: distal and proximal length, distal and proximal ID, single and double wall thickness. The balloons are 100% visually inspected with unaided eye for general appearance/gross defects. The balloons are 100% visually inspected under 8x magnification for foreign matter, impurity or contamination, fish eyes, and gel spots. The crimp balloon to inflation balloon laser bond is 100% inspected for the following: bubbles and smooth bond joint with no gaps between the components. The balloon assembly is 100% visually inspected prior to laser bonding for any contamination. The balloon size is inspected before the pleating and folding process for distorted/pinched folds. During final inspection the device is visually inspected distal to proximal for missing components, incorrect assembly, device damage (kinks, cuts), and contamination. The crimp balloon to balloon shaft bond is inspected for single divot, bubbles that cover within specification, braided wire exposure, and weld joint smoothness. The inflation and crimp balloons are inspected for distorted/pinched folds, wrinkles or waviness, and fold lines. The delivery system is 100% leak tested. During product verification (pv) testing procedure on a sampling basis. Visual inspection was conducted for physical defects, or damage prior to functional testing. Visually inspected for tears or separation in the inflation/crimp balloon bond. The crimp balloon to inflation balloon bond tensile test is performed. Balloon fatigue and burst pressure testing. Testing was performed on the inflation balloon/crimp balloon tensile force and met statistical requirements. The lot met statistical requirements as requirement for lot released. The above inspections during the manufacturing process and testing performed during pv support that it is unlikely a manufacturing non-conformance contributed to the reported. A review of lot and device history record (DHR) review performed revealed no issues that would have contributed to the complaint events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the valve was successfully retrieved without issue and no surgical intervention or valve embolization occurred. The complaint for ¿balloon ¿ torn¿ was confirmed based upon the visual inspection of the returned devices. Dimensional testing of the crimp balloon double wall thickness met specification and visual inspection of the device did not reveal a manufacturing nonconformance. Furthermore, review of available information (complaint history, lot history, and DHR review) was unable to identify any evidence of manufacturing non-conformances. A review of manufacturing mitigations supports that the balloon and delivery system have proper inspections in place to detect issues related to the complaint event. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and previously documented by edwards lifesciences in a product risk assessment (pra), as per management discretion. Although the patient vasculature information was not given, returned imagery of the procedure showed an approximately 90 degree turn in the patient¿s ascending aorta. Additionally, flex tip gouges were noted during visual inspection of the returned device, which is indicative of high valve alignment forces and valve diving. This suggests that the physician may have aligned the valve in a non-straight section of the aorta. If the physician performed the valve alignment process in a curve, it may result in increased forces being applied to the crimp balloon. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, which may result in a crimp balloon tear. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a balloon tear. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. . The complaint was confirmed. No manufacturing non-conformances were identified in the returned device. In this case, available information suggests that patient and/or procedural factors may have contributed to the complaint events. However, based on available information, a definite root cause is unable to be determined at this time. Review of complaint history revealed that the occurrence rate for the applicable trend category did not exceed the (B)(6) 2018 control limit. Per management discretion, the balloon torn issue and its associated risks have previously been documented and assessed in pra. In addition, to address the emerging trend in ic bond complaints, a corrective and preventative action is being updated.